Event description:
(B)(4). Same case as: 2134265-2012-03811, 2134265-2012-03752. Same patient as: 2134265-2012-03841, 2134265-2012-03842, 2134265-2012-03880, 2134265-2012-03881. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and thrombosis. The index procedure treated two target lesions. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 100% stenosed, 2.75mm in diameter and 10mm long. Lesion 2 was located in the distal left circumflex (cx). The lesion was 100% stenosed, 2.75mm in diameter and 36mm long. The left cx was crossed with a choice pt wire and dilated with a 3.0x20mm apex balloon. Post balloon angioplasty, repeat angiography revealed re accumulation of thrombus. Possible dissection was noted. The patient was in cardiogenic shock associated with severe chest pain. The 2.75x12mm study stent was placed in the ostium of the 1st om and another 2.75x38mm study stent was placed in the distal left cx. After the placement of the stents, mild haziness continued to persist. Hence, a 2.5mm apex balloons were used in kissing balloon technique to dilate the ostium of the 1st om and left cx. Post procedure residual stenosis was 0% in both the cx and om. The patient was discharged three days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain. Subsequently, the patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. A 100% thrombus of the study stent in the distal left cx was treated with balloon angioplasty using a 2.5x20mm apex balloon and the placement of a 2.5x24mm promus element stent. Post deployment of the stent, residual stenosis was 0%. In addition, the 80% stenosis of the 2nd om and 80% stenosis in the 3rd om were treated with balloon angioplasty using a 2.5x20mm apex balloon. Post balloon angioplasty, residual stenosis was 0%. Post catheterization, the patient complained of chest pain and significant st elevations were noted. Repeat angiography performed revealed, the left cx was "clotted off." The distal left cx was treated with balloon angioplasty using a 3.5x40mm apex balloon and placement of a 2.5x24mm promus element stent. Post deployment of the stent, residual stenosis was 0%. As prognosis was guarded for the circumflex vessel, the patient was started on aggrastat to keep the vessel open. The event was considered resolved without residual effects and the patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).